Manufacturer narrative:
Patient's patellar component appears to be loose on x-ray. Patella revision surgery is planned. Tibial poly inserts may be exchanged during the procedure. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Patient's patellar component appears to be loose on x-ray. Patella revision surgery is planned. Tibial poly inserts may be exchanged during the procedure.